Event description:
It was reported the pt's device was showing high impedance readings during a procedure. It was stated "only 60% tremor reduction" could be achieved with the device turned up to 5v. Impedance readings were >4,300 ohms. The lead was replaced, and tremor control was achieved at 2v. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).